Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor experienced an issue with a 19cm solero applicator, during a percutaneous liver ablation procedure. When withdrawing the device, following the first ablation (6 min x 140ws), the ceramic tip was found to be 'melted'. No error messages had displayed during the procedure and the applicator had not been repositioned at all. The applicator was tested successfully before insertion into the patient. The ablation area was found to be 4.4cm x 5.4cm and a CT scan has been scheduled for the patient. CT scan shows that part of the tip (1.3cm) was found remaining in patient's liver. An open surgery to remove the broken tip is not considered at this moment. The physician has been using solero products for at least 5 years.

Manufacturer narrative:
Received one (1) 19cm probe. As received, the ceramic tip was detached. The ceramic tip, semi rigid center conductor, ceramic cylinder and end washer have completely detached. This appears to be a thermal event that severed the center conductor, fractured, and detached the ceramic tip. Approximately 4 mm of ceramic tip remains attached to portion of semi rigid protruding for the shaft. Connected device under investigation to complaints lab generator in order to duplicate test conditions from field complaint. The device under investigation pump tubing was connected to lab generator pump. Started pump using water as coolant media. Inserted device under investigation distal end in water. Enabled 60-watt power output, no high reflected power condition initially, possible transient thermal event occurring in water as "pop" sound was heard. Removed device from water. Enabled 60-watt power output, device tip arcing with 60 watt setting for a few seconds and then hrp occurred. Waited 10 minutes and retried 60-watt output power setting again, high reflected power occurred instantly. 4 mm of remaining tip and semi rigid was removed by cutting method, power output test at 60 watts was started with device tip in free air. The tip exhibited visible electrical arcing, no high reflected power occurring until approximately 10 seconds after starting 60-watt test in air. After arcing occurred the high reflected power condition continued when power output set to 60 watts. High reflected power did not occur initially with this device as it required a transient thermal increase(arcing) at tip for this to occur. Once arcing occurred, after approximately 10 seconds the high reflected power condition occurred. The cause of this type of thermal event could not be definitively determined. The customer's reported complaint of ceramic tip detached from applicator was confirmed during sample evaluation. Root cause for the thermal event/tip detachment could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).